Manufacturer narrative:
The device was not returned for analysis. Analysis is thus based on the existing production documents and the device data submitted. The production process for this device was checked. The production documents do not show any irregularities that could be related to the incident. All production steps were correctly executed. The device data submitted were not analyzed and the clinical observation was confirmed. Based on the data available for analysis, the underlying cause for the clinical observation could not be determined however. In summary, there is no indication of a production defect.

Event description:
Ous MDR - an increase in the pacing impedance and a slight increase of the pacing threshold were reported. No worsening of the patient's state of health was reported. This lead was not returned and there is no mention of surgical intervention. Also, no implant date was provided.